Manufacturer narrative:
The reported event of infection was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.¿

Event description:
Related manufacturer reference number: 2017865-2021-29994, related manufacturer reference number: 2017865-2021-29996. It was reported that the patient's pacemaker system was removed due to endocarditis. The patient's condition was unknown.